Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones in a pattern consistent with elective replacement indicator (eri) tones. A guidant technical services (ts) consultant recommended having the device interrogated by a physician. The device was interrogated and found to be at eri. The device was explanted and returned to guidant for analysis. Initial analysis of the device indicates that the device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones in a pattern consistent with elective replacement indicator (eri) tones. A guidant technical services (ts) consultant recommended having the device interrogated by a physician. The device was interrogated and found to be at eri. The device was explanted and returned to guidant for analysis. Initial analysis of the device indicates that the device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.